Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs were intact and all setscrews moved freely. Impressions of the lead¿s seal rings were noted in the lead barrels of the device; the position of the seal rings confirmed the lead terminal pins were fully inserted into the device header. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported loss of capture.

Manufacturer narrative:
The explanted device is expected to be returned for laboratory analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and associated right ventricular (rv) lead attended the first device follow-up after the routine device replacement. At this follow-up, the rv pacing impedance measurements were stable, and the pacing threshold measurement was 1.1v @ 0.4ms. The pacing output was programmed to 2.2v and the patient was sent home. After the reprogramming, the patient felt dizzy, but once at home, the patient experienced syncope and collapsed, hitting his head. At the emergency room, the device was checked and loss of ventricular capture was observed. The physician tested the device and loc was observed at 2.6v; the device was reprogrammed to maximum outputs but capture remained intermittent. The patient was brought to the operating room, where an invasive procedure was performed. The setscrews were confirmed to be tight, and the lead was fully inserted into the device header. The lead tested well through the pacing system analyzer (psa), but the physician elected to replace both the lead and device. The lead was surgically abandoned, and the device was explanted. No additional adverse patient effects were reported.